Event description:
Consumer alleges rear wheel brake bracket broke in half and the wheel came off.

Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.